Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. The device was dissected, which revealed that wires were detached from the distal tip. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to a detached wires. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure in the stomach.according to the complainant, the gold probe was advanced down the scope, and when it was plugged into the generator, the gold probe would not deliver any energy. The gold probe was connected to a different generator, however, there was still no energy being delivered. They removed the gold probe from within the patient and from service. A second gold probe device was used with the original endostat generator to complete the procedure without any further complications.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure in the stomach. According to the complainant, the gold probe was advanced down the scope, and when it was plugged into the generator, the gold probe would not deliver any energy. The gold probe was connected to a different generator, however, there was still no energy being delivered. They removed the gold probe from within the patient and from service. A second gold probe device was used with the original endostat generator to complete the procedure without any further complications. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.